Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer ate and did not deliver a large enough bolus to address the meal. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.